Event description:
It was reported that a novum iq large volume pump had an under infusion of zosyn via secondary infusion. The ordered rate was 200cc/hour, the programmed volume to be infused was 100, and the remaining volume on pump at anticipated end-time of infusion was 40cc. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A test of flow rate accuracy was performed, and the results were not within the product specification range. The reported condition was verified. The cause of the condition was the temperature sensor out of calibration. The temperature sensor required calibration to address the issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h6: type of investigation, h11. H11: the device was received for evaluation. An event history log review was performed, and the reported drug zosyn (piperacillin-tazo) was identified in the logs as a secondary infusion at the reported rate of 200 ml/hr. No downstream occlusion alarms were identified, however, two air in line alarms occurred. No motor stall alerts were identified. Standby alarms were not identified on or around this infusion. During functional testing, the reported problem "under infusing" was not reproduced. An accuracy test was performed at 25 ml/hr with a volume to be infused of 25 ml. The device delivered 23.425g. This value should be between 23.75g and 26.25g, therefore the device failed this accuracy test. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the temperature sensor out of calibration. The temperature sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.